Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the implantable cardioverter defibrillator (ICD) the physician could not get the screw to tighten in the header. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged atrial grommet bottom was found with damage. The returned device indicated he atrial set screw was found with foreign material in the socket. The returned device indicated the e ventricular set screw was found with foreign material in the socket, a damaged head, damaged threads, and foreign material on the threads. The ventricular block was found with damaged threads. The returned device indicated a loose/detached set screw. The returned device indicated a damaged ventricular set screw. If information is provided in the future, a supplemental report will be issued.